Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the header and lead barrels noted body fluid contamination in both lead barrels. Both ventricle seal plugs were missing, however both atrial seal plugs were intact. Both of the rv capture washers were slightly bent upwards and there were calcified solids in both the inner and outer sleeves in the rv lead barrel. The lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing.

Event description:
Boston scientific received information that during a normal change out procedure the physician experienced difficulty removing another manufacturer's right ventricular (rv) lead from this pacemaker. The physician stated that the issue may have either been the result of the lead being stuck in the header or of a possible setscrew issue. Ultimately the physician was able to remove the rv lead successfully and it remained implanted with the new pacemaker. This pacemaker was explanted as planned and returned for analysis. No adverse patient effects were reported.